Event description:
Device generated a result in lo with an un-dosed test strip. Customer stated this occurred 3 or 4 times lately. No treatment. No controls used. A request was made for return product and replacement product was sent.